Event description:
It was reported that the packaging was not sealed properly. The stenosed target lesion was located in the renal artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. Upon opening the outer packaging, the outer packing bag was not sealed tightly. There was parallel air leaks noted on both sides. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Visual examination revealed a cut to the pouch. It was concluded that the cut likely occurred during manufacturing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is cut in the pouch.

Event description:
It was reported that the packaging was not sealed properly. The stenosed target lesion was located in the renal artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. Upon opening the outer packaging, the outer packing bag was not sealed tightly. There was parallel air leaks noted on both sides. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.